Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the window of a 7f exoseal vascular closure device (vcd) did not change and the device fell out. After that, the manual compression was carried out to stop the bleeding. There was no reported patient injury. It was intended to be used in percutaneous coronary intervention (pci) treatment. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the window of a 7f exoseal vascular closure device (vcd) did not change and the device fell out. After that, the manual compression was carried out to stop the bleeding. There was no reported patient injury. It was intended to be used in percutaneous coronary intervention (pci) treatment. Additional information was requested but not provided. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position and the indicator wire was found deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis a kinked delivery shaft at 13.5 cm from distal tip was observed during this analysis. The functional indicator wire deployment simulation evaluation could not be performed, as the unit was received with the indicator wire already deployed. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black, black position in the indicator window, then it was proceeded with full depression of the deployment lever, achieving the indicator wire retraction, and plug expected deployment. The indicator window black, white and red position was obtained as well. Dimensional analysis was conducted in a portion of the delivery shaft near to the affected area to verify the outer diameter. The results of the dimensional analysis were found to be within specification. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the functional analysis achieved successful plug deployment with indicator window transition. The internal mechanism showed no anomalies. The cause of the reported issue could not be determined. It is possible that the kink observed caused issues with deployment. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.